Event description:
Major pump unit(s) involved: external control system failure.

Event description:
Surgical procedure required: no. Did event cause patient's death: no. Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction. Other component: thoratec power base unit-short in wiring. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of other component, specify. Other intervention : side: .